Event description:
It was reported that a merlin.net transmission revealed that the right atrial exhibited noise causing multiple episodes of auto mode switch. The patient was asymptomatic. The patient was brought in the clinic and the device was reprogrammed. The patient would be monitored.

Event description:
New information states that the right atrial lead continued to exhibit noise, causing episodes of auto mode switch. The patient would continue to be monitored remotely.